Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's recommendations, the customer replaced the sample probe and the lamp. The customer performed precision testing and ran quality controls, which were acceptable. The customer also ran the patient samples, which matched the original results. The cause of the discordant, falsely low hba1c results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low hemoglobin a1c (hba1c) results were obtained on two patient samples upon repeat testing on a dimension rxl max with hm instrument. The samples were initially run on the same instrument, resulting higher. The initial results were reported to the physician(s), who questioned them. Sample ID (B)(6) was run twice on the same instrument and the patient was tested with a home testing kit on the same day and all the results were lower than the initial result. A different sample was run for sample ID (B)(6) on the same instrument and the result was lower. No corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hba1c results.